Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving a service code 204. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Investigation of the monitor's flag files revealed intermittent belt communication issues, which caused the service code 204 occurrence. The cause for the electrode belt communication problems was isolated to an intermittent digital signal processor u500. The intermittent u500 component was caused by fractured bga solder joints on the digital signal processor. The root cause for the fractured solder joints could not be positively identified but was likely excessive stress on the monitor c/a board. No adverse event resulted from the defective u500 component. The patient received a replacement monitor.